Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150610007, work order 8139435 was manufactured on 30-jun-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. No parts were scrapped from lot 8139435. No ncs (non-conformances) found associated with lot 8139435.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad 30 oct 2020 was reviewed. On (B)(6) 2015, the patient had a right total knee arthroplasty to address osteoarthritis, right knee. Depuy components including depuy patella and depuy cement were used. There were no complications noted in the operative notes. On (B)(6) 2017, the patient had a revision, right total knee arthroplasty, femoral and tibial components to address tibial tray loosening at the implant/cement interface, internal rotation of the tibial tray and pain. The femur was noted to be well-fixed, there was no allegation of deficiency of the insert, both were revised. The patella was not revised. Competitor components and competitor cement x4 were implanted in this procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017. (Right knee).